Event description:
A (B)(6) distributor contacted zoll customer support to report that while a patient service representative (psr) was fitting a patient, the charger/modem would not power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger would not power up. A supplemental report will be submitted upon the completion of a root cause investigation. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.